Event description:
Complaint received as follows: "180 medical reports that pt called and said he feels the catheters scraped the inside of his urethra and caused him to bleed. Pt stated he was using an olive tip. Pt said he is inserting the catheter correctly and moved his fingers over the tip of eyelets and he could feel a very sharp edge. Gentlecath coude 501014 unit of 30, lot 120654." Additional info has been sought out, complainant could not be contacted, a message was left on answering machine at 1:59 p.m. Additional info received. This record has been created to cover lot number 452923, please also refer to record (B)(4).

Manufacturer narrative:
The adverse event "bleeding per urethra after catheterization" is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. The samples were tested and the samples met spec. Reported to the FDA on (B)(4) 2013.